Event description:
It was further reported that the lesion was moderately tortuous and moderately calcified. The turbine pressure control knob on the console was loose. The rotational speed obtained was approximately 150,000rpms to 170,000rpms however; the desired speed was between 180,000rpm and 200,000rpms.

Manufacturer narrative:
Device evaluated by MFR.: the console and foot pedal were returned. The console turbine pressure potentiometer assembly retaining hardware was loose and the pressure could not be increased / decreased as the entire assembly rotated. The foot pedal was tested with the rotablator console. The pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was moderately tortuous and moderately calcified. The turbine pressure control knob on the console was loose. The rotational speed obtained was approximately 150,000rpms to 170,000rpms however; the desired speed was between 180,000rpm and 200,000rpms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, rotational speed adjustment difficulties were encountered. The location of the lesion is unknown. The rotablator console turbine pressure control knob malfunctioned. The rotational speed did not increase or decrease accordingly with the turn of the control knob. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.